Event description:
It was reported that a silent nite device was received returned to for repair. Additional information received from the investigation team reported that the anchor was broken off of the device.

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Additional information has been requested but the initial reporter has not responded. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b5, d4. The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. (B)(6) 02/06/2026. Stock product reviewed: yes, no. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. (B)(6) 02/06/2026. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and another anchor was slightly broken off of the device as well. (B)(6) 02/06/2026. Root cause description: the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4). The additional reported events are captured in the following medwatch reports: 3011649314-2026-00272, 3011649314-2026-00343, 3011649314-2026-00344.

Event description:
It was also reported that the event occurred while the patient was sleeping. There was no harm or injury to the patient and no medical intervention was required. There have been four broken appliances. The patient stopped using the device when it broke.